Manufacturer narrative:
The replaced v60 front bezel w/ navigation ring was received by philips and tested on 19jul2023. A visual inspection of the returned bezel did not reveal any physical damage. The bezel was installed into a working v60 test device to duplicate the reported problem. After installing the returned front bezel, the failure was confirmed. It was found that the navigation ring would not adjust the readings. The power, battery, and alarm led's were all functioning correctly. The accept button functioned as designed. The power correctly shut down using the power button and the touchscreen. It also shut down correctly using the power button and accept button. The conclusion and root cause determined for the issue was the navigation ring functional issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the navigation ring did not respond. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service personnel (asp) confirmed the issue. The navigation ring did not respond at all. The issue was occurring when the setting change screen was entered and the settings were attempted to be changed. This occurred repeatedly. The items and values were not observed to have changed on their own and it was possible to use the touchscreen to adjust/decide/cancel values. The device was not observed changing therapy settings on its own without input. The front bezel with navigation ring was replaced and the reported issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: (B)(6).